Event description:
On (B)(6)2014, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of 579 mg/dl with nausea, extreme thirst, excessive urination, confusion and symptom of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was a suspension issue with the pump. Customer technical support agent reviewed the suspension history with the reporter and the reporter acknowledged that there was multiple suspension and resume by the customer. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the customer had suspended and resumed delivery multiple times.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.